Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a laparoscopic left salpingo-oohorectomy concurrently with a transvaginal tape obturator urethropexy due to stress urinary incontinence and pelvic pain on (B)(6) 2010. A resection of suburethral mesh done on (B)(6) 2010 by dr. (B)(6) due to pelvic pain, bladder infections, increase in prolapse, urinary retention, bleeding and painful intercourse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.